Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13c07061, h13d25038 and h13e17016 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated issue when the peritonitis developed. Treatment and outcome were not reported. The cause of the peritonitis was unknown. No additional information is available. This is report 2 of 4 involved in this peritonitis event.